Manufacturer narrative:
Valuation summary: quality assurance analysis revealed that the catheter was returned without blood visible. There was thick, crystallized contrast in the balloon and inflation lumen. The protective sheath was not returned. The stent was returned completely dislodged from the balloon. No damage was noted to the stent. The distal and middle portion of the balloon was tightly folded but the proximal taper was partially expanded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 20cm distal to the strain relief tubing. No other damage to the catheter was noted. Using a laser micrometer, the stent outer diameters were measured proximal, middle and distal. These did not meet manufacturing criteria. The inner diameter of the protective sheath could not be measured since it wasn't returned. Product performance engineering reviewed the incident information and analysis of the returned rx vision coronary stent system (css). It was reported that the stent dislodged from the delivery system balloon when the protective sheath was removed. Results from quality assurance technician's analysis of the returned rx vision css confirmed the stent dislodgement. Visual inspection of the returned rx vision css noted that contrast in the balloon and inflation lumen. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. Crimp marks were visible on the folded balloon, between the marker bands. No damage to the stent was observed. Although not reported, a bend in the hypotube was observed. This may be the result of handling during preparation for transit back to abbott for a thorough analysis, as no damage was reported as being observed during the pre-use inspection. Dimensional inspection the crimped stent outer diameter was measured and found to be outside of the manufacturing specification; however, since the crimped stent outer diameter is verified 100% at the time of manufacture, this oversizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. Based on the information available, the reported stent dislodgement experienced during the procedure appears to be related to the operational context of the device. There does not appear to be any indications of a product quality problem, as it is likely that during device preparation, the delivery system received positive pressure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction; reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the protective sheath was removed, the stent came off the balloon. A new one was used without issue. There was no patient involvement. No additional event or patient information is available.